Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported inability to close the clip while attempting to establish final arm angle. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the inability to close the clip was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip would not close. It was reported that prior to use, when attempting to establish final arm angle the clip did not close. The device was not used and was replaced with another mitraclip delivery system. There was no clinically significant delay during the procedure. No additional information was provided.